Event description:
A hospital in (B)(6) reported to our distributor that an mr290 autofeed humidification chamber was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Please note an initial report was submitted on (B)(4) with a follow up due upon completion of our investigation. Due to an error the initial report was submitted via the test gateway. Please consider this our initial/final report for this compliant. Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a break between the water feedset tube and the connection to the chamber dome. The surface of the break was rough. A lot check revealed no other complaints of this nature for lot number 111107. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber dome possibly due to being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).